Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 14oct2019. The customer was given a quote to upgrade the display on their device, but the quote was declined. No further work was done. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a dim display. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a dim display. There was no patient or user harm reported.